Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an occipital nerve stimulator battery that was no longer holding a charge for a long period of time as much as it was before. The patient underwent an implantable pulse generator (ipg) replacement procedure. The patient was doing well postoperatively, and the explanted device will not be returned.